Event description:
A malfunction was reported with the device showing malfunction code malf 0. The impact on the customer's blood glucose level was unknown, as the customer declined to provide this information. Technical support assisted the customer in resetting the pump, and the malfunction did not recur afterward. The customer was advised to continue using the pump and to call back if the malfunction occurs again.